Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) levels ranged between 200-300mg/dl. Correction boluses were delivered and manual injections were administered to address the bg levels. The customer alleged an underlying pump issue related to the software update was causing the occlusion alarms. As the customer had not received any additional occlusion alarms using the current supplies when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.